Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
Follow up information received confirmed that the patient experienced the issue during the trial testing. It was noted that no malfunctions were seen and that the patient was doing fine and planned on moving forward to implant of the permanent device. If additional information is received, a follow up report will be sent.

Event description:
It was reported that patient experienced a shocking/jolting sensation after a trial was implanted the day prior. The patient did not have any instructions and could not remember what she was supposed to do. The patient had severe pain when it was turned on, a jolting going up through her rib cage and through her ribs and muscles. It was not a slight feeling in her legs like before. The patient was given basic programmer education. The patient lowered program 2 to 0.0v. The patient was advised to call their physician to get help with settings. The patient had tried to call their physician, but had not had their call returned. The patient stated she was not adequately trained on using the device. Additional information was requested, if received a follow up report will be sent.